Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they did not have stimulation and was not feeling stimulation at 6.20v. The implant was fully charged. The patient noticed that they were not feeling stimulation when laying down in bed. They confirmed that the therapy was on and the setting was in group a at 6.20v. The patient noted that they had been programmed at 4.70v to 4.90v and they had increased the stimulation. It was noted that this problem started 5 days ago. The patient had an appointment with their doctor on (B)(6) 2016. The patient was implanted for spinal pain. No causes, troubleshooting, or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.